Manufacturer narrative:
An investigation of the reported condition was performed. The customer provided a representative sample of 2 syringes. Photographs were taken at the facility. Unfortunately, the samples were lost at some point during transport from the facility to the manufacturing site. If samples are located at any given point in the future, the investigation will be re-opened and a product analysis will be performed at that time. Upon inspecting the photograph provided, no issues were identified at the top syringe in the photograph provided. The bottom syringe in the photograph provided appears to potentially have some sort of air burn, bubbles or voids, particulate, or some sort of potential issue on or in the wall of the barrel on the opposite side of the print. The device history record (DHR) for the lot was reviewed. There were no observed issues reported in the DHR in relation to the reported condition. The DHR confirms that the product was produced accomplishing all quality requirements and released according to established procedures with no non-conformance reports identified relating to this customer report. Inspectors routinely examine the product to ensure it meets aql sampling criteria. Some potential issues that are inspected which include, but are not limited to particulate and/or extraneous matter in the fluid pathway and on the exterior of the syringe, damaged product or components, and inclusions in plastic parts. A lot cannot be released unless it passes all visual and physical testing requirements according to established aql standards. Personnel are trained and certified in the operation of the molding, printing, assembly, and packaging equipment, product evaluation, and documentation requirements. Procedures and standard work instructions exist for the setup, operation and maintenance of the molding machines, printers, and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. This syringe is intended to be a single use syringe and not qualified as a prefill syringe. Without a representative sample to perform a product analysis, a more complete investigation cannot be performed to the full extent and the reported condition cannot be confirmed. In addition, without a sample and a more complete explanation of the reported issue, a root cause cannot be determined at this time. The product in relation to this reported condition is a non-sterile product where syringes are molded, assembled and then bulk packaged with 100 syringes per bag per unit box. There are then 5 unit boxes packed per shipper. Although there is potential for certain issue to occur during the molding, assembly, and packaging of this product, various controls have been implemented to help prevent known issue from occurring. Given this is a bulk packaged product that is not individually packaged, the issue of particulate can also occur during reprocessing activities of the material. Per manufacturing site procedure, complaint trends are evaluated during the monthly corrective and preventive action (CAPA) meeting to determine if a CAPA is warranted. At this time, there is not enough information and a CAPA will not be initiated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the syringe has particulates in the fluid path. There was no patient involvement noted during this event.